Event description:
It was reported that the patient called her audiologist complaining that she was having issues with her speech processor and was experiencing popping noises and static. The patient was shipped an entire loaner implant system from the audiologist's clinic stock. The patient received the loaner equipment on march 18 and after using it, complained that the static and popping noises were still occurring. The patient is also struggling to understand speech and wakes up with a headache every morning. Upon receipt of this information on march 19, med-el corp sent a new cable to the patient. Unfortunately, the replacement cable had no effect on her situation. The patient's clinician feels that it is an internal device failure. The patient will not be able to attend the clinic until mid-april.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.